Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported finding a fluid leak from the cycler following treatment. During treatment the cycler alarmed for a drain line blockage and fibrin was present in the line. Treatment was discontinued and when the cassette door was later opened a leak was found inside. The set was discarded. During follow up the patient's pd nurse reported the patient maintained clear effluent. She did not have any complications. No antibiotics were prescribed.